Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. A full technical evaluation was completed in accordance with the specification. The followings were found in the relation to blockage or no flow: air flow; failed outlet pipe condition; blocked water flow; failed water removal; failed the subject device was visually inspected externally for any obstructions that could be attributed to blockage or no flow. Remnants of black debris was found protruding from its mouth of air/water nozzle. Though it was unable to confirm the cause of the blockage, the unknown debris looked like the rubber in texture. The evaluation of the subject device confirmed that all rubber like components of the subject device remained intact and therefore the debris has not originated from the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection at the service department of olympus (B)(4), that it was found a black object in the mouth of air/water nozzle at the distal end of the subject device and it protruded from its mouth of air/water nozzle. The subject device had been returned from the user because the air/water channel was blocked and no flow which had found during the reprocessing by the user. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be specified. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the following information from its report, omcs presumed that some of the injection tubes and silicone rubber products used in the endoscope room were accidentally mixed into the air/water channel. -foreign object was present in the air/water nozzle of the subject device. -its foreign object appeared to be rubber in texture. -its foreign object did not originate from the subject device. If additional information becomes available, this report will be supplemented.